Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3008452825-2020-00732. During a vt ablation procedure, noise was noted on the catheter. A second device was attempted, but the same issue occurred. A third device was attempted, and the noise was still present. However, the procedure was continued with the third catheter with the noise present and no adverse consequences to the patient. A clinically significant delay occurred and the patient was given additional anesthesia during the procedure due to this issue.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrical testing of the returned device determined electrodes 1-4 met specifications for acceptable resistance values with no open or short circuits detected. A simulated ablation test was conducted; however, noise was not present on the distal electrode before, during, or after ablation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported noise issue remains unknown.